Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient reported that they did not remember the specific bg or cgm values at the time of event but remembered that the sensor was inaccurate. The patient came upstairs from the basement, was hypoglycemic and passed out. No symptoms were reported. The patient¿s wife called emergency medical services (ems). The patient was taken to the hospital via ambulance, given IV medication and fluids and discharged in good condition after a one day hospital stay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.